Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the doctor said that patient was experiencing pain from the beginning. Doctor said that he perceived medial-lateral instability. Patient was revised to a thicker liner.